Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device displayed an unknown channel error. There was no patient involvement.

Event description:
It was reported that the device displayed an unknown channel error. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced (fpc) carriage cable, tube drive, carriage block, flange gripper retainer and internal frame. Calibrated. A review of the device history record for sn (B)(6), was performed from date of manufacture (B)(6) 2019 to present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.